Event description:
It was reported that rubber particles similar in color to the bd¿ blunt fill needles' septum's were seen inside the radioactive aspiration syringes during use. Lot #'s 190105, 190107, and 190109 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "we use these needles when preparing radioactive syringes. When used, you sometimes see plastic 'curls' in the aspiration syringe, which mainly come from the neck (hub) on the needle (the color is equal).' I think the mean that rubber particles are found in syringe after aspiration, maybe coming from coring the septum, and that the color of the particles is the same as the one of the septum."

Manufacturer narrative:
Investigation: bd has been provided with photos and samples for catalog 303129, lots 190105, 1901107 and 190109 to investigate for this record. 5 reference samples, 2 used assembled syringe and one empty vial. The 2 used syringes show a red long particle stacked on the internal wall which looks like a vial fragment. The returned needles were examined under microscope without observing any damaged cannula point and were well-deburred. Sample were tested using returned lab vial with no difficulties and no particles or fragments from the vial stopper were found. As a result, bd was able to verify the reported issue. After a device history review was completed and no issues and abnormalities during the manufacturing process related to the coring effect was identified, this reported issue is unlikely to be cause by poor or insufficient de-burring process of the cannula. The stopper conditions and the handling cannot be excluded to play a role which could have some potential implication in the coring effect issues as well. Not possible to determine a root cause.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 190105, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-08. Medical device lot #: 190107, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-08. Medical device lot #: 190109, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-08. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rubber particles similar in color to the bd¿ blunt fill needles' septum's were seen inside the radioactive aspiration syringes during use. Lot #'s 190105, 190107, and 190109 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "we use these needles when preparing radioactive syringes. When used, you sometimes see plastic 'curls' in the aspiration syringe, which mainly come from the neck (hub) on the needle (the color is equal)' I think the mean that rubber particles are found in syringe after aspiration, maybe coming from coring the septum, and that the color of the particles is the same as the one of the septum."